Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was confirmed. Three days later, a cerebral hemorrhage was also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cerebral hemorrhage was confirmed via neurological assessment. The patient developed a headache in result of the cerebral hemorrhage. Per the physician, the cerebral hemorrhage was not related to the valve or the delivery catheter system (dcs); however, the cause of the cerebral hemorrhage was unknown. Treatment was not provided for the cerebral hemorrhage. It was further reported that the left leg was used as the access site and the injury occurred to the access site. The average diameter was 7.7 millimeter's (mm), and the injury occurred during advancement; however, per the physician, the cause of the injury was due to the non-medtronic closure device and not due to the dcs. Surgical hemostasis was provided for the access site injury, and patient anatomy was not a contributing factor. No additional adverse patient effects were reported.